Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level three times. The actual level was 500mg/dl and they stated it was due to their insertion tape not sticking and occasionally a bent cannula. We assisted customer in troubleshooting. Nothing is being returned. No further information available.